Manufacturer narrative:
(B)(4). It is unknown if device was able to be implanted during the procedure. If it was implanted, it was not reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Legal manufacturer: external supplier (B)(4). Manufacturing date: september 09, 2015. Expiry date: may 31, 2018. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016 the cement was mixed, but it cumbersome to fill up the syringes. There were a couple of syringes where the cement was pressed out against the thread at the screw cap on the vertecem mixer. This event happened during surgery. A few extra minutes were added to the procedure because of hard work mixing cement. The surgery was successfully completed. This report is related to linked complaint com-(B)(4) which captures two other syringes that were having issues. This is report 1 of 1 for com-(B)(4).